Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# va0ebag, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient had two weeks of bad leakage and had fallen a couple of times, once a couple of weeks ago and once the prior day. When trying to sync the patient programmer with the implantable neurostimulator (ins), the stimulation off icon was seen. When trying to increase stimulation, the stimulation on icon was seen indicating that stimulation needed to be turned on. The device was turned on and was set at program 2 at 1.5 volts. Stimulation was increased to 5.5 volts and the patient wasn¿t feeling anything. Stimulation was decreased to 2.5 volts. The patient had an appointment with her healthcare professional scheduled in a month. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.